Manufacturer narrative:
A ge service rep performed an on site investigation. The failure could not be duplicated. The software was installed during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported that the 9900 system had a run time error message prior to a case. No pt injury was reported.